Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels. Customer stated that she thinks the insulin is not going under the skin. Customer took a humalog shot this morning. Customer stated that her blood glucose level was high because the pump was not injecting insulin into her. Customer has not received any alarms. Customer had an issue before with a bent cannula. Customer stated that everything was normal when the reservoir was changed. Customer assumed it hit scar tissue or got bent last night. Customer's blood glucose level was 537 mg/dl. Customer felt emotional, hot, and back pain. Customer did not contact her health care professional. Customer has treated with 17u using a humalog pen. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer was advised that the pump was working as designed. Customer was advised to change the entire infusion set. No additional information provided.